Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The separation was able to be confirmed; however the premature deployment could not be confirmed due to the condition of the returned device. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional information reported that the shaft separated during the procedure. No intervention was performed. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and calcified lesion in the mid femoral artery. The 8 x 40 mm absolute pro self expanding stent system (sess) was advanced, but resistance was noted and the distal end of the stent started to deploy. It is unknown what the resistance was with. The sess was removed successfully with the stent. The lesion was treated with an armada 35. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.